Manufacturer narrative:
Final investigation results pending at this time. Preliminary investigation of log analysis have identified a potential software issue. Further analysis is required.

Event description:
It has been reported to philips that the device froze unexpected whilst monitoring 12 lead ECG (electrocardiography).